Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported that the patient experienced a shocking sensation and was unable to switch to different programs. Caller stated that they attempted to scan the code and reset the communicator, but these actions did not resolve the issue. Caller also mentioned that the patient was unable to sleep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported the patient just obtained their programmer on (B)(6) 2025 and they were not familiar with the programs yet. The patient noted it was labor day weekend and they were receiving shocking sensations. The patient learned that turning the program setting down alleviated the shocking. The issue was resolved.